Manufacturer narrative:
The technician found the issue to be bent pins on the cable assembly. This was most likely caused by the cable not being disconnected before transport. The technician replaced the cable assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the bed was found with a note that stated no nurse call or television functions. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).